Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient passed out and an ambulance was called. Blood glucose level declined to 20 mg/dl. Patient reported that the system continued to deliver insulin, after multiple attempts to pause delivery. The pod had been worn on the patient¿s arm, for longer than 48 hours. The patient was treated by paramedics with glucose. The patient was not transported to the hospital.